Manufacturer narrative:
If implanted, give date: not applicable, the lens was removed/replaced within the initial procedure. If explanted, give date: not applicable, the lens was removed/replaced within the initial procedure. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 15.5 diopter intraocular lens (iol) was removed and replaced with another lens during the same procedure due to a broken haptic. Incision was enlarged, but no harm or injury to the patient. Reportedly, patient has recovered. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4) .

Manufacturer narrative:
Device available for evaluation; device returned to manufacturer on august 8, 2019. Device evaluation: the pcb00 insertion device was received on 08/08/2019. The plunger was observed in the advanced position. The pcb00 device was observed under microscope and a scarce amount of viscoelastic was observed in the cartridge. The directions for use (dfu) states to completely fill the viewing window of the pcb00 with ophthalmic viscosurgical device (ovd). The lens was observed cut in half with a haptic detached. The condition observed is consistent with a lens that has been explanted. The reported issue was not verified. The cut lens and detached haptic was confirmed; but, could not be determined whether it was related to manufacturing process as the reported lens was used and cut during a surgical procedure. Manufacturing record review: the units were released according specification in compliance with the product intended use as required. A search on complaints revealed that two other complaints were identified under this production order; however, were not related to this complaint. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.